Event description:
The extension tubing separated from the inserter post procedure as the health care worker was getting ready to remove the device. A power injector was used at 4 ml per second.

Manufacturer narrative:
The sample has been received for analysis and is currently being decontaminated. A supplemental report will be submitted upon completion of the investigation.